Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 19 january 2017. The representative found that two fuses on the viewing station of the imaging system board were open. The representative replaced the fuses with inventory on hand. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not start up when prompted by the user. No additional information was provided. There was no patient present when this issue was identified.